Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. Circulation pump motor had dried out bearings. Replaced circulation pump motor. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated patient has been cooling since 8pm last night, but patient temperature has not gotten to targeted temperature and water temperature has started increasing. Patient temperature 36.1c (foley), water temperature 19c, water flow rate (wfr) was 2.5 l/m. Good pad coverage with no exposed abdomen. Nurse confirms there was an alert recently. Walked through accessing event log and device alerted 113 (reduced water temperature control). System diagnostics were outlet monitor temperature (t1) was 19.1c, outlet control temperature (t2) was 19.1c, inlet temperature (t3) was 20.1c, chiller temperature (t4) was 4c, water flow rate (wfr) was 2.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 58 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 12435.8, pump hours were 10656.7. Advised to swap out device and send to biomed for evaluation of mixing pump. They ran the functional check and it cooled to 6.6 degrees and heated above 30 degrees. Downloaded the case data. Data file showed system not cooling due to a failed mixing pump, gave biomed info on repairing. Per sample evaluation results on 16may2024, it was reported that the dried out bearings on the mixing pump.